Event description:
Patient reported that they experienced elevated blood glucose levels ( in the 500's mg/dl). Patient made multiple attempts to bring down blood glucose, but they were unsuccessful. Patient then noticed that insulin had leaked into device. Insulin leakage appeared to have come from insulin cartridge. No medical treatment was received.